Event description:
Cuff detached from catheter. Still in pt. Dr attempted to cut around it, remains in tunnel track.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device remains in the pt. A lot history review (lhr) review is not possible, as no MFR lot number has been provided by the complainant.